Event description:
It was reported that the pump experienced error code 322. It was also reported that there was no pt incident or adverse event.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded stated and the lower link switch does not activate. The lower auxiliary was replaced.